Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a sharps disposal container. The customer reports a needle penetrated the sharps container and stuck the nurse. The nurse followed normal hospital procedure for a needle stick.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.